Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh began to shred when it was placed. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.